Event description:
The niagara dual lumen short-term curved extension dialysis catheter full procedure tray made my bard was defective. (B)(4) the catheter was kinked, and couldn't be threaded. Pt went into v-tach and had additional blood loss due to extended attempts to thread. Topped or dose reduced? Yes.